Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that there was air bubbles in the reservoir. Customer's blood glucose was 226 mg/dl. Troubleshooting was done. No further information provided.